Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a liver biopsy procedure, excessive bleeding was observed after the physician attempted to collect hepatic tissue sample. A drainage tube was placed to assist in reducing fluid retention at the biopsy site with no additional consequences to the patient.